Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon was inflated to its rate of burst pressure of 12 atm without issue. The inflation device was verified at 12atm, before and after use with calibrated pressure gauge. No issues were identified with balloon inflation or the balloon material. As per flextome specification, the rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination of the hypotube identified multiple hypotube kinks. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the balloon was inflated three times at 8atm accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the balloon was inflated three times at 8atm accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.